Event description:
The report received from (B)(6) indicated that during the study index procedure for precise 8 x 30 carotid stent implantation in the ostial right internal carotid artery target lesion, the patient experienced visual field loss on the right side and an abnormal neurological examination. Onset was sudden and recovery is unknown. The event occurred during post-dilation. The patient had a neurological deficit upon leaving the angiography suite. The patient was discharged the day after the procedure with a stroke score of zero and a nih score of one. A 6 mm. Angioguard was used. Debris was noted to be in the filter basket after removal. The event was reported to be unrelated to a cordis device or anticoagulation and was related to the procedure. The patient¿s stroke score and nih score was zero pre-procedure. The ostial rica target lesion was reported to be: a 90% stenosis, 10 mm. In length, absent of thrombus, 5 mm. Reference diameter, not calcified, moderately tortuous, eccentric, and ulcerated. The lesion was pre-dilated. The residual stenosis was 0%. No air bubbles were noted to be present during the procedure. Additional information was requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00099 and # 9616099-2013-00507.

Manufacturer narrative:
As reported, during the study index procedure for precise 8 x 30 carotid stent implantation in the ostial right internal carotid artery target lesion, the patient experienced visual field loss on the right side and an abnormal neurological examination. Onset was sudden and recovery is unknown. The event occurred during post-dilation. The patient had a neurological deficit upon leaving the angiography suite. The patient was discharged the day after the procedure with a stroke score of zero and a nih score of one. A 6 mm. Angioguard was used. Debris was noted to be in the filter basket after removal. The event was reported to be unrelated to a cordis device or anticoagulation and was related to the procedure. The patient¿s stroke score and nih score was zero pre-procedure. The ostial rica target lesion was reported to be: a 90% stenosis, 10 mm. In length, absent of thrombus, 5 mm. Reference diameter, not calcified, moderately tortuous, eccentric, and ulcerated. The lesion was pre-dilated. The residual stenosis was 0%. No air bubbles were noted to be present during the procedure. No additional information was available despite multiple attempts. The products are not available for inspection. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15863232 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Neurological deficit, tia, and symptoms of tia including visual field loss or disturbances are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Review of the information suggests that vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00099 and # 9616099-2013-00507.